Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd legacy pump displayed alarm "no disposable". Same alarm was displayed when switched to backup pumps. Cassette presented more plastic at corner hinged end. No patient injury was reported.